Manufacturer narrative:
The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported from (B)(6) during an embolization treatment of an aneurysm, the coil prematurely detached within the microcatheter. The physician withdrew the microcatheter and coil by using a 50 ml inject syringe. The patient was reported fine. No patient harm or injury was reported.